Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report fluctuating blood glucose levels. The customer then stated, she was hospitalized a couple of months ago for high blood glucose, and the reading was 401 mg/dl. The customer declined to troubleshoot the insulin pump during the phone call.